Event description:
Additional information was received from the patient. They reported that the recharger heating issues have been resolved.

Manufacturer narrative:
Analysis of the rtm (s/n (B)(6)) revealed the complaint to be unverified; found no issues with rtm finding ins. Analysis of the rtm s/n (B)(6) revealed the complaint to be unverified; rtm never got hot after running it for 10 minutes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an external device. The reason for call was patient stated they were having issues charging the implant. Patient said they tried charging for hours this morning and it wouldn't work. Patient stated when they get to 70% their neck and shoulders started hurting. Patient service specialist asked if there was any damage to the equipment and patient said there was no damage but the paddle did get warm but not hot, agent reviewed that is expected. Patient reset the controller and confirmed the green light was solid on the controller. Patient then attempted to charge the implant and reported recharging excellent. The troubleshooting steps that were taken on the call resolved the issue. Case re-opened and assigned to self to add a secure note and send an email to repair. Patient called back stating that they received a letter from MDR with questions regarding their recharger replacement. Patient stated they were confused as they did not receive a replacement recharger, but they are still having issues with charging their implant. Patient stated they have two rechargers, as they had two medtronic spinal cord stimulators, but neither of them work. Patient stated both paddles get very hot when they trying to charge the implant, and they take at least two hours to charge. The circumstances that led to the recharging issue is unknown. The issue was not resolved. An email was sent to repair to replace the recharger. Patient noted they will send both rechargers back to repair. Patient also noted that one of their two implants got replaced for an abbott implant on (B)(6) 2023. Patient did not recall if this was their 2018 or 2020 medtronic implant that was replaced. Patient stated their implant was replaced for a non-rechar geable stimulator. Patient called in as they have not received replacement recharger yet. Agent reviewed fedex tracking information with the patient, and confirmed the package should arrive tonight.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), product type: recharger. Product ID: 97755-s, serial# (B)(6), product type: recharger; product ID: 97755-s, serial# (B)(6), product type recharger; product ID: 97755-s, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6); product ID: 97755-s, serial/lot #: (B)(6). B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.